Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2007. Dtba1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had high and unstable thresholds and was undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.